Event description:
It was reported that during routine follow-up, a loss of capture was observed on the atrial lead. Plans were made to image the lead. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.